Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that while the customer was using cav.plus tap-on, 220/240v, g136 it is alleged that the unit was making tips get hot and overheat. No injury.

Manufacturer narrative:
Unit received 02/05/2024. DHR review is not required because the product is outside of useful life and the customer issue is a known hazard. Repair notes: (B)(6) 2024 evaluation tech: dts. W4d water solenoid build up/debris. Debris buildup in the water solenoid. Cracked auxiliary foot pedal connector on the power drive board. Intermittent or no operation due to an open condition in the handpiece cable, cable also damaged. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. No accessories received for evaluation. For proper evaluation always send in all parts that go along with the unit to be looked at. Water solenoid had to be opened all the way to get enough water to reach the handpiece so it wouldn't get warm.